Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The legal manufacturer was unable to confirm that the customer's reprocessing steps were deviated from the instructions for use (IFU based on the results of the investigation, the foreign material found in the air/water cylinder and air/water tube could not be identified. Furthermore, physical damage was not found at the foreign material residue points. Therefore, the root cause of the reported events is unable to determined. The event can be detected/prevented by following the instructions for use (IFU) which state: -detection methods are written in instructions for use: gif-190 series operation manual: chapter 3 preparation and inspection. -prevention measures are written in instructions for use: gif-190 series reprocessing manual: chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign material inside the air water tube and the air water cylinder. There were no reports of patient involvement.

Manufacturer narrative:
Device return receipt date is not available at this time. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.